Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition, xience xpedition small vessel (sv), and xience xpedition long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other (2.25 x 18 and 3.0 x 12) xience xpeditions referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that three xience xpedition stents (2.25 x 18 mm. 2.25 x 08 mm and 3.0 x 12 mm) were implanted in the right coronary artery on (B)(6) 2014. On (B)(6) 2017, the patient was re-admitted with chest pain and restenosis in the stents was found which was treated with two non-abbott stents. There was no clinically significant delay in the procedure. The patient is doing good. No additional information was provided.